Event description:
Customer reported that the insulin pump is alarming button error. Blood glucose value is unknown. A replacement insulin pump was being sent but the customer did not want to send back her device. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump had cracked case at the display window corners, reservoir tube lip, cracked battery tube threads and minor scratched lcd window.